Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the up arrow, down arrow, and ok keypad buttons were under responsive. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result inadvertent or incorrect insulin delivery.

Manufacturer narrative:
Follow-up #1 date of submission 09/14/2016 device evaluation: the pump has been returned and evaluated by product analysis on 08/18/2016 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A visual inspection of the pump showed that the keypad cover was intact. During testing, the up arrow, down arrow, and ok keypad buttons were unresponsive. The keypad flex was found to be fully seated and secure in the connector. Evidence of moisture was observed in the audio bolus cover and on the piezo. The audio bolus button cover was punctured. The audio bolus button cover experienced a shortage due to moisture. The keypad button response issue was found to occur due to the shorted audio bolus button. Unrelated to the complaint, the display was dim and discolored.